Event description:
Reporter indicated that the patient presented at normal office visit with high lead impedance. X-rays have been ordered and the site has agreed to send a copy to the manufacturer for review. The patient's mother denies trauma and that the patient manipulates the device.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.